Event description:
Add'l info rec'd from MFR 5/18/04: the total implant duration time for the device was approx five years and two months. The date of implantation in the user facility report is incorrectly given. Depuy's medwatch report number for this event is 1818910-2004-00082. The initial report was submitted on february 11, 2004, and a follow-up report was sent on march 9, 2004. An add'l follow-up report will be sent shortly to correct the date of implantation. This medwatch report relates to product code (catalog number) 1542-11-500. No medwatch was submitted for product code (catalog number) 1542-45-999, as the potential for product cause or contribution to the need for revision surgery was not established for this product.

Event description:
Pt admitted with a diagnosis of failed right total ankle arthroplasty with fracture of talus unsettling the talar component.